Manufacturer narrative:
Additional information was received from the initial reporter indicating the patient expired. Section b1, b2, b5, h1, and h6 have been updated.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 60-year-old male patient with a past medical history of coronary artery bypass graft (CABG) and diabetes, presenting in heart failure/cardiogenic shock, cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. During the procedure, the pump was placed and the waveforms were suspicious for optical sensor failure. The patient's blood pressure was low with a low ejection fraction. Epinephrine was started and the patient regained pulsatility and the waveforms improved. There was no noted interruption of flow or support for the patient. One week after impella insertion, the family withdrew care and the patient expired on support. The impella functioned at p-6 at 4.0l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in heart failure/cardiogenic shock, complicated by stage c shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an optical sensor failure and low blood pressure. Epinephrine was given and the patient improved. The patient was in stable condition.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue could not be determined.